Manufacturer narrative:
Both used and unused catheters were tested. Used one was confirmed to be defective. Unused one was fully functional to its specifications. Results indicate that this is an unusual event. Returned product data: received one used 2 way gold latex foley catheter mfg-10/95 fitted with a bespak valve, white rubber sleeve and marked "rusch pure gold, 12 fr 4.0 mm. Made in malaysia, 5 cc". The catheter was returned in a clear polybag. Also received one unopened pouch containing a similar product, mfg 10/95. Pouch was labeled "size 12f (4.0mm) 5/10 cc, latex silicone coated, order code 180305120, 2 way, lot no. 95k01 use by 06.2000". Product investigation: the used catheter was disinfected as per routine procedure before investigation. Visual examination of the sample did not show any obvious signs of discoloration material degradation or physical abnormalities. The catheter was easily inflated with 15 ml of air via a plastic luer tip syringe. Inflation and deflation was easy and normal. The inflation test was repeated with 15 ml of water and no problem was encountered. The inflated catheter was then subjected to a 20 cm head of water to check the reverse flow rate. The flow rate was found to be below the minimum requirement. A nylon monofilament was gradually introduced into the drainage lumen via the drainage funnel end and an obstruction was felt at the funnel junction. The drainage funnel was carefully cut open and it was found that a small area of the first latex layer of this multiple dipped product had "herniated" at the area of the funnel joint. Upon inflation of the balloon, the water had caused the thin latex wall to swell inwards into the drainage lumen thus occluding the lumen and reducing the flow. The unused catheter was removed from the pouch and visually examined. No signs of obvious discoloration or material degradation was noticed. The catheter was inflated with 15 ml of air via a plastic luer tip syringe. Inflation and deflation was easy and normal. This was repeated with 15 ml of water and no problem was observed. The catheter was inflated with 15 ml of water and subjected to a 20 cm head of water to check the reverse flow rate. The flow was normal and passed the minimum requirement. Further investigation into the root cause showed that the "herniation" was due to a thin latex wall caused by the design of the tooling used to form the inflation funnel. Having identified the problem, the design has since been changed with no further problem of such nature. Based on the above investigations, co confirmed the complaint of "slow drainage until catheter deflated" on the used sample. The unsused sample was fully functional.

Event description:
It is reported that the catheter was placed and inflated 7.5cc or less. Catheter was used less than 24 hrs. The output was minimum. When the catheter was deflated and removed the flow began.